Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the product was not returned, the phenomenon was not reproduced, and a root cause could not be identified. The subject device manufacture date was not identified as the serial number is unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite xenon light source was experiencing a brightness-related issue during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that the patient was on the table and the brightness was ¿very dark¿. The customer went on to note that the bulb was only at 200 hours, and every scope he attempted was experiencing the same issue. Tac recommended a few trouble-shooting options to resolve the issue. Those were ultimately unsuccessful. The physician requested to conference his olympus representative into the call. However, while attempting to call the rep in, the call failed. Olympus personnel made several follow up attempts to the customer to provide aid and gather more information. However, the customer did not answer nor respond to any messages.